Event description:
It was reported by the sales rep the device was used during a low anterior resection. It was reported the device fired without difficulty, but surgeon reported there were no staples in the ecs33. Hand sewn anastomosis was done to complete the case. Sales rep was told the pt had a blood transfusion before the event and again after the event. It is unknown if the one after the event was a result of the event. Sales rep stated the device is being held by risk management but is supposed to be returned to the rep.